Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformance's are found, a supplemental medwatch will be submitted. Clarification to model: serial number: (B)(4), lot number: 62745. The reported events of hyphema and conjunctival perforation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported needle punctured through the conjunctiva and anterior chamber bleed occurred in the right eye during the xen®45 gts surgery. Irrigation/aspiration was made to remove the blood. The surgical wounds was sealed but blood remained within the anterior chamber. The puncture of the conjunctival and the remaining blood within the anterior chamber will resolved naturally without any treatment. The patient was given diamox overnight in anticipation of an iop spike. The device remains implanted.